Manufacturer narrative:
(B)(4). Batch # p92r56. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device did not fire on the first attempt. On the second attempt it did not compress the clip. It is unknown if it was removed or formed. No additional information is available. The procedure was completed using a like device of the same product code. There were no patient consequences reported.